Event description:
It was reported that the customer received a minimum fill notification after the cartridge was filled with 200 units of insulin. Customer added more insulin to resolve the issue. Customer's blood glucose was 150 mg/dl.